Event description:
A nurse reported a patient was diagnosed with toxic anterior segment syndrome following cataract surgery, in the right eye. The surgeon indicated it is unknown what caused or contributed to the event. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).